Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion alarm issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged cartridge fit issue could not be verified.

Event description:
It was reported an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer changed pump supplies to address the issue. Additionally, it was reported that a cartridge did not fit onto the pump. A cartridge change was performed resolving the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.